Event description:
The pt was discharged from the hospital after a satisfactory post-operative course. Both deep brain stimulators were functioning correctly. At the 1 month postoperative appointment, the left deep brain stimulator was turned off. The hcp was able to turn it back on with the physician programmer. The pt displayed unilateral parkinson manifestations when she returned for follow up approx 3 months later. The left device was off again. The hcp was unable to turn it on with the programmer. The field representative was unable to turn the device on. The hcp suspected early battery depletion. Device settings were not reported. The pt was placed on higher doses of parkinson disease medications. Device replacement was planned. Additional information has been requested, but was not available at the time this MDR was sent.